Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
Us complainant reported the patient was on impella 5.5 support and during support, there were suction alarms. Albumin was given and support continued. Additionally, the patient small ventricular tachycardia (vt) runs during support. Furthermore, the patient began having left-sided muscle weakness to upper and lower extremity. The patient had a right pca per CT. Symptoms were improving. Echo was done and no clots were visible and position was verified. Support continued.